Event description:
It was reported that the patient fell ¿a few days ago¿ when he was getting out of the shower and now that the implantable neurostimulator (ins) was not working. It was noted that the patient had an appointment on the day after report. Additional information received reported that the manufacturing representative was not able to communicate with the generator. It was noted that the system was not working. It was further noted that the patient fell directly on the battery. It was noted that any interventions will be scheduled for (B)(6) ¿when return from travel to (B)(6)". It was noted that the outcome was oral management stepped up and that the patient was not receiving effective therapy. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that a replacement had not occurred nor had one been scheduled.